Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was achieved using a starclose se device after a percutaneous coronary interventional procedure. Reportedly, after the procedure the patient had abdominal pain and hypotension. A retroperitoneal bleed was detected and a non-abbott stent graft was used to stop the bleeding. The patient received blood transfusions. It was believed that the bleeding was from a small branch artery that was not visible on the femoral angiogram. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported the device was discarded. The lot number ws not identified. A follow up report will be submitted with all additional relevant information.